Event description:
The user facility in (B)(6) reported the cutter worked intermittently. Aspiration continued. There was no pt injury reported.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be field should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2.